Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9156508. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-23. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9156508. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles insulin would not dispense during use. The following information was provided by the initial reporter: material no.: 320122 batch no.: 9156508, unknown. It was reported the insulin did not dispense during injection. Issue: consumer reported insulin did not dispensed during the injection. He does not do the priming each time. Issue: consumer reported needle did not dispensed the insulin has occurred in the past. He thought he did something wrong. Consumer uses new needle each time of his injection. He visually test the needle to see if it is straight. He firmly attaches the needle. Advised consumer to do the priming. Offered to send the voucher. Consumer also inquired if the sharp container available, explained we do not sell direct. He can purchase it at the local pharmacy or at the mail order pharmacy.